Event description:
It was reported that the lens was intraoperatively removed from the patient's left eye as one haptic appeared unusual to the surgeon. The incision was enlarged to remove the lens an sutures were used to close the wound. A back up lens of same model was implanted successfully. The patient's prognosis was reported as normal. Please reference MDR#: 1119279-2013-00155 for the lens.

Manufacturer narrative:
The delivery device was requested, but was not returned to b+l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.